Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at in-process and final control inspection.

Event description:
(B)(4): pump-flow rate-fast.